Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the refrigerator temperature probe was defective. The field service engineer (fse) observed that the refrigerator was reporting 14-degree celsius, and remote manager was also reporting same temperature, and no issue was found with remote manager. The temperature probe was verified and found to be defective. Fse requested the biomedical engineer to replace the probe of the refrigerator to resolve the issue. The system functioned as intended after field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es temperature was out of range. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.